Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (5mg/ml at 0.24mg/day) and clonidine (50mcg/ml at 2.2404mcg/day) via an implantable pump for (IFU). It was reported that it was reported that the patient reported a gradual return of pain and residual volume discrepancies. In (B)(6) 2026 the expected volume was 3.5ml and the actual volume was 7ml. On (B)(6) 2026, the expected volume was 3ml and the actual volume was 15ml. No flow was observed at the catheter access port, but surgical exploration of the spine revealed cerebrospinal fluid flow at the anchor, and it was concluded that the catheter pump segment was occluded. The pump segment was replaced and the issue was resolved at the time of the report.